Event description:
It was reported that pump experienced malfunction with a malfunction alarm displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, followed instructions to reset pump, and malfunction did not recur, so customer was advised to continue using pump and to call back if issue returned, and customer acknowledged understanding.